Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline inbox that customer was hospitalized due to a broken ankle from a car accident. Customer reported of having eighteen surgeries due to ankle not being able to heal because of diabetes. It was also reported that customer had a stroke in 2004 due to low blood glucose. Customer was not sure of blood glucose levels. Customer declined to be transferred to helpline. Customer would call back with more information.